Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver head broke off in the screw. This occurred during a case.

Event description:
On 10/09/2024, additional information was provided by a sales representative via email who stated "the complaint device was thrown away by the account. Not sure of the date it was thrown away. The tip of the driver broke off in the head of the screw. The doctor decided to leave the tip of the driver in the screw. The case was completed as normal. No photos or video were taken."

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.